Event description:
Information was received that a smiths medical level 1 hotline low flow system is cracked in reservoir. No adverse effects reported.

Manufacturer narrative:
One level 1 hotline low flow systems - hl-90 was returned for analysis. The device was in good condition with a cracked tank cover and chipped front cover. The analysis started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported issue was confirmed, a cracked tank cover caused the leaking not a cracked reservoir.